Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt's lead migrated. Attempts were made to gather more info regarding this complaint but proved unsuccessful. At this time no additional info is available, other than that the system is still implanted.

Manufacturer narrative:
Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.